Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, arm 1 was not working properly. The surgeon was not able to manipulate the arm to go where he wanted it to go. Furthermore, it was not an insertion issue, but more of an instrument articulation issue. The customer continued the procedure with 3 arms. The intuitive tech support engineer (tse) reviewed the errors logs and found no related errors against arm 1. The tse recommended reseating the sterile adapter and ensuring the arm was not rolled into a hard stop. The procedure was completed no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found that the arm 1 set-up joints (suj) had been installed incorrectly. The fse reinstalled the sujs to resolve the issue. The system was tested and verified as ready for use.